Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, at night on (B)(6) 2016; during the normal operation the respirator stopped ventilating the patient for a few minutes. The staff claims that there was no alarms and messages. On (B)(6) 2016 in the morning the problem occurred again. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. There was no problem with the ge healthcare system. There were no errors/events in the log. The respirator switched into reserve mode during ventilation properly. The equipment was checked and found to function within manufacturer's specifications. The reported complaint could not be duplicated. Because there was no malfunction and no death or serious injury, this event is not reportable.